Event description:
Customer reported to beckman coulter, inc. (Bec) that clenz cleaner was leaking from the nucleated red blood cell (nrbc) chamber of the unicel dxh 800 coulter cellular analysis system. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the nrbc chamber was overflowing because there was a clog in the drain port. The fse flushed the nrbc chamber with de-ionized water.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).